Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on and mesh was implanted concurrently with perivaginal defect repair with cystocele, rectocele and enterocele repair, perineorrhaphy and extraperitoneal colpopexy due to vaginal prolapse, bilateral perivaginal defect, cystocele, rectocele, enterocele and perineal relaxation. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with cystocele repair, rectocele/enterocele repair with perineorrhaphy, extraperitoneal colpopexy due to vaginal prolapse, bilateral perivaginal defects, cystocele iii, rectocele IV, and enterocele IV and perineal relaxation. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. Following insertion the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to hematuria and on (B)(6) 2012 due to vaginal bleeding.